Event description:
The pt received her scs system on (B)(6) 2011. It was reported the pt was experiencing intermittent pain at the ipg site. It was reported the pt was working with her physician on the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.